Manufacturer narrative:
(B)(6). Concomitant medical product-t7 driver catalog#:110018531 lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 06609.

Event description:
It is reported that during a foot procedure, the t7 driver bent and eventually fractured during the surgery. Another non-cannulated driver was utilized to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review identified additional complaints related to this issue. The root cause of the failure is related the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be reportable as we received confirmation that two (2) t7 drivers were involved in this case. Therefore, the supplemental report sent on sep 5 stating this particular component is not reportable was filed inerror and should be voided. This event remains reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as we received confirmation that only one (1) t7 driver was involved in this case. The reported device fractured twice in one procedure, therefore, there was not another product involved. There have been no reported allegations on any additional product; therefore, the initial report should be voided. This event remains reported under 0001825034-2017-06609. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.